Event description:
Sus voluntary report was received with the following information: contact alleged that the pump motor seemed to be weak and ineffective. Reportedly, after the contact administered a manual insulin injection, blood glucose level decreased to normal range within 15 minutes.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 270 mg/dl. Reportedly, the customer delivered multiple bolus requests; however, alleged that the pump was not delivering the boluses. Although requested by tandem technical support, the contact declined to perform a system check.